Manufacturer narrative:
A getinge field service engineer (fse) conversed with customer regarding the reported issue, in which the customer stated that the machine would not turn on and that they were down one unit. The fse traveled and repaired the unit, questioned the customer regarding what happened and they were unaware. Upon initial inspection of the unit it would not power on, opened the console of the unit and saw that the power management had a discoloration of dried fluid. To fix the issue the fse replaced the power management board, and printed the error logs, then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not powering on. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Additional information: e1 (event site telephone: (B)(6)), contact person name: (B)(6), event site email: (B)(6)). A getinge field service engineer (fse) conversed with customer regarding the reported issue, in which the customer stated that the machine would not turn on and that they were down one unit. The fse traveled and repaired the unit, questioned the customer regarding what happened and they were unaware. Upon initial inspection of the unit it would not power on, opened the console of the unit and saw that the power management had a discoloration of dried fluid. To fix the issue the fse replaced the power management board, and printed the error logs, then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.